Event description:
A report was received that the patient had symptoms of urinary urgency and tingling sensation in the bilateral lower extremities following her placement of an artisan paddle. The physician believed it was procedure related and that tight epidural space was compressed. The patient underwent a revision procedure wherein the laminectomy was done to relieve the pressure. The patient was doing well postoperatively.